Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of a -5.50 diopter into the patient's eye. A possible lens exchange is planned due to preference.